Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable assembly was replaced. The system was then found to be operating as intended.

Event description:
The customer reported a loss of video signal (live image). There is no report of pt injury.